Event description:
User facility medwatch # (B)(4) received. During a laparoscopic splenectomy procedure, the device was in use by the surgeon when it started falling apart. The device was replaced without incident. No packaging was saved. The customer was contacted for further clarification and stated that the only information that she had was that the end of the device (the blade) fell apart during the procedure. It was not reported that any part of the device fell into the patient. They will contact us if they want a shipper kit and/or a replacement device sent to them. This is all the information that she was able to provide.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.